Event description:
In 2003, the pt's family member stated that the pt was unable to use their external equipment for approximately one week. The pt reprtedly experienced severe pain at the implant site even when external headpiece was not in place. The surgeon observed blood in the patient's ear canal. Four days later, the center notified the company that the patient's device was scheduled to be explanted. The patient's cii device was explanted.